Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined he unit was damaged and leaking oil onto the thickness control button. There were nicks and wear on the head cover and all 4 width plates were damaged; however, the repair was not completed because the customer declined the repair. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was leaking oil substance on thickness control button. The event occurred during surgery, there was no harm or delay. Investigation found all four width plates were damaged. No adverse event was reported as a result of this malfunction.